Event description:
It was reported the camera head would not focus, it cut out twice and showed a different color. The blood image shows as brown instead of red. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a faulty cable and when the cable was moved, error e226 was observed. As the customer's allegation could not be confirmed, the investigation could not determine the cause of the failure. The investigation could not determine the cause of the cable failure. A device history review of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.